Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt experienced pain that started a few months after the primary surgery that gradually increased in intensity. Blood work showed elevated metal levels in her blood. Pt stated that she had a corroding hip for 18 months. Surgeon revised her hip on (B)(6) 2012 due to corrosion, rust and scar tissue. Pt states that she is still recuperating from these surgeries.